Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a blood leakage was observed while on extracorporeal circulation. There was a blood loss of 10 ml or less. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 2, 2018.   (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected and was noted to contain dried blood within the threads of the large bore cap. It was leak tested (as received) by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks was noted. The large blue cap was attempted to be loosened; however, it was not able to be loosened due to the dried blood remained within the threads. The unit was left to soak in a di water for 24 hours. The large bore adapter blue cap was then able to loosened and retightened by hand, and leak tested for the second time. It was submerged into a water bath, pressurized up to 1030 mmhg. No leaks was noted. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. It was then pressurized with air up to 1030 mmhg, submerged in a water bath, and no leaks were noted. The root cause for this event was determined to be the large blue vent cap for shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.